Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer reported that he lost his meter and is reporting high blood glucose. Customer reported that high blood glucose was caused by not checking his blood glucose for several days and declined further high blood glucose troubleshoot. The insulin pump will not be returned for analysis.